Event description:
It was reported that the initial reporter and her mother, who both work at the incident site, were treated for benign pigmented lesions and both had blistering and fluid coming out of some of the spots. Candela will follow-up on the condition of both patients.

Manufacturer narrative:
The laser was evaluated by a candela field service representative (fse) on 02/17/09, and there were no issues found with the unit. The unit has been used multiple times since the incident and no problems have occurred.